Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 502 mg/dl and associated symptoms of extreme drowsiness. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged the patient believed the pump was delivering a bolus, but the pump did not give a bolus and the patient did not receive the appropriate alarm from the meter remote for a communication failure. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a meter remote communication failure.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/15/2017 with the following findings: during investigation, there was an error code 17 observed in the meter histories. The meter paired successfully with a test pump. The meter passed rf testing. A 16.95 u meter bolus was performed successfully. A 16.95 u was performed with the returned meter remote. The confirmed bolus delivery in the test pumps bolus history. The ¿bolus not recording in the bolus history¿ was unable to be confirmed for the date of the complaint was due to the meter only being returned.